Event description:
The patient's mother reported that her daughter had a routine doctor's appointment with her pediatrician and that at the doctor's office a bg meter comparison was performed. Her pdm read 300 mg/dl with the (uncleared) freestyle lite strips vs 626 mg/dl for the doctor's meter. During her visit she was rushed to the emergency room with diabetic ketoacidosis and her co2 was low. Upon arrival she was placed on an insulin drip, given fluids intravenously and given and oral tablet of potassium. She was released from the hospital the next day.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's ketoacidosis and hospitalization. The patient was informed that freestyle lite test strips which are not cleared for use with the omnipod insulin management system integrated (freestyle) blood glucose meter. Qualification records were reviewed and the product lot met all acceptance criteria.